Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that dosing stopped after the user installed a new dexcom g7 sensor and repeatedly entered an incorrect pairing code, leading to unsuccessful sensor pairing with the ilet. Symptoms included no available glucose data for automated dosing. Outcomes included replacement of the sensor code entry and continued monitoring by the user. Investigation included remote troubleshooting and user education on correct sensor type selection and code entry. Investigation of this case revealed user error related to incorrect pairing code entry and attempted pairing workflow, with no evidence of the sensor being paired to another device. It was concluded, based on previously established findings for similar reports, that the cause was use error and pairing setup error.